Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2014 with the following findings: test battery cap and test cartridge cap were used to complete the investigation, moisture condensation is observed inside the pump on the display screen. The pump failed a leak test due a leak resulted by crack between the display lens and the case seal. Black box and alarm history shows several ¿cs078-0008¿ alarms on (B)(6) 2014. The pump powers ¿on¿ with auditory and vibration alert but the display screen remains blank upon start up. The pump¿s cover was removed, moisture corrosion was found inside the pump on the rf circuit and the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.